Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer reports the drive support cap appears normal (slightly indented). Customer was able to complete pump rewind. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.